Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed non-physiological noise that was oversensed. An untreated episode was also stored that day, showing the same artifact. Technical services reviewed the episodes and discussed an integrity issue with the electrode. It was recommended to bring the patient in for troubleshooting, to see if the noise could be reproduced. It was noted the electrode was included in an advisory for the potential to become fractured. It was noted the patient received an inappropriate shock in 2021 due to t-wave oversensing and movement noise. No additional adverse patient effects were reported. Evidence suggests the device and electrode remain implanted and in service. The patient was currently living in argentina, with their united states physician following the device via the latitude remote monitoring system. Additional information was received. It was also considered that the noise artifact could be related to the sense b node, and the device was reprogrammed to the secondary vector, which takes the sense b node out of the sensing configuration. However, data in the remote monitoring system showed r-waves in the secondary vector were small and while no artifacts were present, 21 instances of above 250bpm tachy transitions were detected, meaning that oversensing was observed which could still leave the patient at risk for additional inappropriate shock therapy. It was again recommended to see the patient for troubleshooting and x-rays to ensure the terminal pin is fully inserted into the device header and to check for a sharp bend in the electrode at the header interface. A subsequent review of more recent latitude data found only one artifact saturation detection and no tachy transitions. The patient and s-ICD system will continue to be monitored. Technical services reviewed the most recent latitude data and again only one saturation of signal occurred in the last week with appropriate sensing observed. It was later discussed that device therapy had been programmed off in argentina on january 17; the patient returned to the united states and troubleshooting was performed on (B)(6). The artifact was not able to be reproduced. Technical services reviewed x-rays and nothing was noted that could have contributed to the artifacts in the shock episode. The patient had then returned to argentina, and it was noted that therapy will be turned back on once the physician returns to the clinic. No additional adverse patient effects were reported outside of the inappropriate therapy received. The device and electrode remain implanted and in service, with remote monitoring to be continued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed non-physiological noise that was oversensed. An untreated episode was also stored that day, showing the same artifact. Technical services reviewed the episodes and discussed an integrity issue with the electrode. It was recommended to bring the patient in for troubleshooting, to see if the noise could be reproduced. It was noted the electrode was included in an advisory for the potential to become fractured. It was noted the patient received an inappropriate shock in 2021 due to t-wave oversensing and movement noise. No additional adverse patient effects were reported. Evidence suggests the device and electrode remain implanted and in service. The patient weas currently living in (B)(6), with their united states physician following the device via the latitude remote monitoring system. Additional information was received. It was also considered that the noise artifact could be related to the sense b node, and the device was reprogrammed to the secondary vector, which takes the sense b node out of the sensing configuration. However, data in the remote monitoring system showed r-waves in the secondary vector were small and while no artifacts were present, 21 instances of above 250bpm tachy transitions were detected, meaning that oversensing was observed which could still leave the patient at risk for additional inappropriate shock therapy. It was again recommended to see the patient for troubleshooting and x-rays to ensure the terminal pin is fully inserted into the device header and to check for a sharp bend in the electrode at the header interface. A subsequent review of more recent latitude data found only one artifact saturation detection and no tachy transitions. The patient and s-ICD system will continue to be monitored. Technical services reviewed the most recent latitude data and again only one saturation of signal occurred in the last week with appropriate sensing observed. It was later discussed that device therapy had been programmed off in (B)(6) on (B)(6) the patient returned to the united states and troubleshooting was performed on (B)(6). The artifact was not able to be reproduced. Technical services reviewed x-rays and nothing was noted that could have contributed to the artifacts in the shock episode. The patient had then returned to (B)(6), and it was noted that therapy will be turned back on once the physician returns to the clinic. No additional adverse patient effects were reported outside of the inappropriate therapy received. Additional information was received, reporting that therapy was programmed back on in the s-ICD system on march 14. Technical services reviewed the current data from the remote monitoring system and confirmed there were no artifacts or tachy transitions since therapy was re-enabled. The local sales representative in argentina reported that when therapy was programmed back on, a full device check was performed. The s-ECG and vectors were acquired and it was noted the alternate vector remained the preferred vector. System impedance was normal at 65 ohms and the remaining battery was normal at 62%. The patient was scheduled for a routine follow up in three months. The device and electrode remain implanted and in service, with remote monitoring to be continued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed non-physiological noise that was oversensed. An untreated episode was also stored that day, showing the same artifact. Technical services reviewed the episodes and discussed an integrity issue with the electrode. It was recommended to bring the patient in for troubleshooting, to see if the noise could be reproduced. It was noted the electrode was included in an advisory for the potential to become fractured. It was noted the patient received an inappropriate shock in 2021 due to t-wave oversensing and movement noise. No additional adverse patient effects were reported. Evidence suggests the device and electrode remain implanted and in service. The patient weas currently living in argentina, with their united states physician following the device via the latitude remote monitoring system. Additional information was received. It was also considered that the noise artifact could be related to the sense b node, and the device was reprogrammed to the secondary vector, which takes the sense b node out of the sensing configuration. However, data in the remote monitoring system showed r-waves in the secondary vector were small and while no artifacts were present, 21 instances of above 250bpm tachy transitions were detected, meaning that oversensing was observed which could still leave the patient at risk for additional inappropriate shock therapy. It was again recommended to see the patient for troubleshooting and x-rays to ensure the terminal pin is fully inserted into the device header and to check for a sharp bend in the electrode at the header interface. A subsequent review of more recent latitude data found only one artifact saturation detection and no tachy transitions. The patient and s-ICD system will continue to be monitored. Technical services reviewed the most recent latitude data and again only one saturation of signal occurred in the last week with appropriate sensing observed. It was later discussed that device therapy had been programmed off in argentina on january 17; the patient returned to the united states and troubleshooting was performed on january 22. The artifact was not able to be reproduced. Technical services reviewed x-rays and nothing was noted that could have contributed to the artifacts in the shock episode. The patient had then returned to argentina, and it was noted that therapy will be turned back on once the physician returns to the clinic. No additional adverse patient effects were reported outside of the inappropriate therapy received. Additional information was received, reporting that therapy was programmed back on in the s-ICD system on march 14. Technical services reviewed the current data from the remote monitoring system and confirmed there were no artifacts or tachy transitions since therapy was re-enabled. The local sales representative in argentina reported that when therapy was programmed back on, a full device check was performed. The s-ECG and vectors were acquired and it was noted the alternate vector remained the preferred vector. System impedance was normal at 65 ohms and the remaining battery was normal at 62%. The patient was scheduled for a routine follow up in three months. The device and electrode remain implanted and in service, with remote monitoring to be continued. Additional information was received. The patient received a new inappropriate shock in january 2025 and the episode showed non-physiologic noise that could be related to the sense b node or a potential fractured electrode. Device therapy was programmed off and further evaluation of the system will be performed. It was noted that the patient may return to the united states for the evaluation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed non-physiological noise that was oversensed. An untreated episode was also stored that day, showing the same artifact. Technical services reviewed the episodes and discussed an integrity issue with the electrode. It was recommended to bring the patient in for troubleshooting, to see if the noise could be reproduced. It was noted the electrode was included in an advisory for the potential to become fractured. It was noted the patient received an inappropriate shock in 2021 due to t-wave oversensing and movement noise. No additional adverse patient effects were reported. Evidence suggests the device and electrode remain implanted and in service. The patient "was" currently living in argentina, with their united states physician following the device via the latitude remote monitoring system. Additional information was received. It was also considered that the noise artifact could be related to the sense b node, and the device was reprogrammed to the secondary vector, which takes the sense b node out of the sensing configuration. However, data in the remote monitoring system showed r-waves in the secondary vector were small and while no artifacts were present, 21 instances of above 250bpm tachy transitions were detected, meaning that oversensing was observed which could still leave the patient at risk for additional inappropriate shock therapy. It was again recommended to see the patient for troubleshooting and x-rays to ensure the terminal pin is fully inserted into the device header and to check for a sharp bend in the electrode at the header interface. A subsequent review of more recent latitude data found only one artifact saturation detection and no tachy transitions. The patient and s-ICD system will continue to be monitored. Technical services reviewed the most recent latitude data and again only one saturation of signal occurred in the last week with appropriate sensing observed. It was later discussed that device therapy had been programmed off in argentina on (B)(6); the patient returned to the united states and troubleshooting was performed on january 22. The artifact was not able to be reproduced. Technical services reviewed x-rays and nothing was noted that could have contributed to the artifacts in the shock episode. The patient had then returned to argentina, and it was noted that therapy will be turned back on once the physician returns to the clinic. No additional adverse patient effects were reported outside of the inappropriate therapy received. Additional information was received, reporting that therapy was programmed back on in the s-ICD system on march 14. Technical services reviewed the current data from the remote monitoring system and confirmed there were no artifacts or tachy transitions since therapy was re-enabled. The local sales representative in argentina reported that when therapy was programmed back on, a full device check was performed. The s-ECG and vectors were acquired and it was noted the alternate vector remained the preferred vector. System impedance was normal at 65 ohms and the remaining battery was normal at 62%. The patient was scheduled for a routine follow up in three months. The device and electrode remain implanted and in service, with remote monitoring to be continued. Additional information was received. The patient received a new inappropriate shock in (B)(6) 2025 and the episode showed non-physiologic noise that could be related to the sense b node or a potential fractured electrode. Device therapy was programmed off and further evaluation of the system will be performed. It was noted that the patient may return to the united states for the evaluation. The patient returned to the united states and the device and electrode were explanted and replaced. No additional adverse patient effects were reported. The explanted products were returned and are undergoing laboratory analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed non-physiological noise that was oversensed. An untreated episode was also stored that day, showing the same artifact. Technical services reviewed the episodes and discussed an integrity issue with the electrode. It was recommended to bring the patient in for troubleshooting, to see if the noise could be reproduced. It was noted the electrode was included in an advisory for the potential to become fractured. It was noted the patient received an inappropriate shock in 2021 due to t-wave oversensing and movement noise. No additional adverse patient effects were reported. Evidence suggests the device and electrode remain implanted and in service. The patient was currently living in argentina, with their united states physician following the device via the latitude remote monitoring system. Additional information was received. It was also considered that the noise artifact could be related to the sense b node, and the device was reprogrammed to the secondary vector, which takes the sense b node out of the sensing configuration. However, data in the remote monitoring system showed r-waves in the secondary vector were small and while no artifacts were present, 21 instances of above 250bpm tachy transitions were detected, meaning that oversensing was observed which could still leave the patient at risk for additional inappropriate shock therapy. It was again recommended to see the patient for troubleshooting and x-rays to ensure the terminal pin is fully inserted into the device header and to check for a sharp bend in the electrode at the header interface. A subsequent review of more recent latitude data found only one artifact saturation detection and no tachy transitions. The patient and s-ICD system will continue to be monitored. Technical services reviewed the most recent latitude data and again only one saturation of signal occurred in the last week with appropriate sensing observed. It was later discussed that device therapy had been programmed off in argentina on january 17; the patient returned to the united states and troubleshooting was performed on january 22. The artifact was not able to be reproduced. Technical services reviewed x-rays and nothing was noted that could have contributed to the artifacts in the shock episode. The patient had then returned to argentina, and it was noted that therapy will be turned back on once the physician returns to the clinic. No additional adverse patient effects were reported outside of the inappropriate therapy received. Additional information was received, reporting that therapy was programmed back on in the s-ICD system on march 14. Technical services reviewed the current data from the remote monitoring system and confirmed there were no artifacts or tachy transitions since therapy was re-enabled. The local sales representative in argentina reported that when therapy was programmed back on, a full device check was performed. The s-ECG and vectors were acquired and it was noted the alternate vector remained the preferred vector. System impedance was normal at 65 ohms and the remaining battery was normal at 62%. The patient was scheduled for a routine follow up in three months. The device and electrode remain implanted and in service, with remote monitoring to be continued. Additional information was received. The patient received a new inappropriate shock in (B)(6) 2025 and the episode showed non-physiologic noise that could be related to the sense b node or a potential fractured electrode. Device therapy was programmed off and further evaluation of the system will be performed. It was noted that the patient may return to the united states for the evaluation. The patient returned to the united states and the device and electrode were explanted and replaced. No additional adverse patient effects were reported. The explanted products were returned and are undergoing laboratory analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed non-physiological noise that was oversensed. An untreated episode was also stored that day, showing the same artifact. Technical services reviewed the episodes and discussed an integrity issue with the electrode. It was recommended to bring the patient in for troubleshooting, to see if the noise could be reproduced. It was noted the electrode was included in an advisory for the potential to become fractured. It was noted the patient received an inappropriate shock in 2021 due to t-wave oversensing and movement noise. No additional adverse patient effects were reported. Evidence suggests the device and electrode remain implanted and in service. The patient was currently living in argentina, with their united states physician following the device via the latitude remote monitoring system. Additional information was received. It was also considered that the noise artifact could be related to the sense b node, and the device was reprogrammed to the secondary vector, which takes the sense b node out of the sensing configuration. However, data in the remote monitoring system showed r-waves in the secondary vector were small and while no artifacts were present, 21 instances of above 250bpm tachy transitions were detected, meaning that oversensing was observed which could still leave the patient at risk for additional inappropriate shock therapy. It was again recommended to see the patient for troubleshooting and x-rays to ensure the terminal pin is fully inserted into the device header and to check for a sharp bend in the electrode at the header interface. A subsequent review of more recent latitude data found only one artifact saturation detection and no tachy transitions. The patient and s-ICD system will continue to be monitored.